Event description:
The user hearing performance with the device was affected. The user was reimplanted on (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user hearing performance with the device was affected. The user was reimplanted on (B)(6) 2024.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient's perception was unsatisfactory; however, no technical problem could be detected. In situ measurements from 2023 showed two channels involved in a short circuit due to undetermined reasons. This is a final report.